Event description:
It was reported that the patient underwent a laparoscopic parastomal hernia repair procedure. During the procedure, the surgeon mobilized the bowel from within the parastomal hernia. This resulted in a small bowel defect. The surgeon elected to perform a small bowel resection with a primary anastomosis. The primary anastomosis was completed using the surgical stapler. Immediately following the procedure, the patient suffered from an unexpected decrease in blood pressure, increased carbon dioxide levels, and low oxygen saturation levels. Blood work was reported as showing decreased hemoglobin. Several hours after the initial procedure, the patient was returned to the operating room for an urgent laparoscopy and to control the bleeding. During the emergency procedure, the surgeon found that anastomotic staple line in the small bowel had opened and was bleeding from at least in two locations. Additional clips had to be placed along the staple line to stop the bleeding and to prevent further bleeding. Following the emergency procedure, the patient remained in the hospital for five days. Upon discharge on (B)(6) 2017, patient was instructed to follow-up with the general surgeon and family physician. Patient continues to experience abdominal pain and discomfort on a daily basis. Prior to and at the time when patient underwent a surgical procedure where the surgical stapler products were used, patient received no or inadequate warning about the risk of developing injuries, conditions, and complications.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.